Event description:
It was reported the pt received a low battery flag, and he shut the sys off. The sjm rep met with the pt and could not establish communication with the ipg. A replacement charger was sent to the pt. Attempts to determine if replacement resolved the issue were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.